Event description:
Pt had ventral hernia repair. When bovie plate was removed from left outer thigh area, the entire skin areas underneath were ecchymotic with petechiae. Pt had no pain + no treatment was required. Nothing unusual noted on bovie pad.